Event description:
It was reported that a tandem mobi cartridge alarm occurred with the customer's pump. A blood glucose level exceeding 500 mg/dl was not observed, indicating no adverse impact to the customer¿s blood glucose level. Technical support confirmed the alarm and decided to replace the pump. The customer will use multiple daily injections as backup insulin therapy until the replacement arrives. Technical support provided instructions for returning the problematic pump and ensured the customer understood the process for receiving and setting up the replacement pump.